Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an ablation interventional procedure using an 8.5f. It should be noted that the proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or tensioning angle was not coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an ablation interventional procedure using an 8.5f sheath. Reportedly, when the white suture was pulled to tighten the knot, a suture separation occurred possibly due to interaction between the suture and the suture trimmer. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.